Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that at 5 am the pump was making funny noises, then alarmed and they then changed the battery. The pump reportedly acted like it wouldn't come on so they had replaced the battery again, and at that time, it did not come on at all. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.